Event description:
On 15/aug/2021, fresenius became aware this 61-year-old ((B)(6) 1959) male patient with end stage renal disease {esrd) on continuous cyclic peritoneal dialysis [cc{pd)] for renal replacement therapy {rrt) was hospitalized and underwent hemodialysis (hd) on (B)(6) 2021. No additional information provided during intake. Follow-up with the patient's pd registered nurse (pdrn) confirmed the patient was hospitalized for an occluded pd catheter {not a fresenius product). A temporary left intra-jugular (u) hd catheter (not a fresenius product) was placed, and the patient underwent "back-up" hd therapy on (B)(6) 2021. On (B)(6) 2021, the patient was taken to interventional radiology and his pd catheter was declotted (specifics not provided). The patient underwent an additional hd treatment on (B)(6) 2021, followed by the removal of the temporary ij catheter. The patient was discharged on (B)(6) 2021 and was ordered to begin using the pd catheter for ccpd therapy that evening. The patient continues to use the same liberty select cycler and is recovering from the events. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).